Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the device logs were provided for review. Review of the device logs show that the user received a pads on message at 2:45:23 with a clear ECG signal. At approximately 3:01:00, the signal became noisy and unstable. By 3:04:15, repeated pads off messages began, and the ECG signal was lost for approximately 4 minutes. At 3:10:15, a pads on message and clear ECG signal returned, likely after the pads were replaced. The issue appears to be due to poor electrode to patient contact (poor coupling). Contributing factors could be electrode pad placement, skin preoperation, or associated with patient's clinical condition (example: diaphoretic). Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a female patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. The crew subsequently changed the pads for a new set and were able to obtain a rhythm on the screen with the replacement pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.